Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (value not provided) and a correction bolus was delivered to address bg. Pump system check was performed and pump was found to be functioning properly. Reportedly, customer used humalog in the cartridge for 3 days versus the labeled 48 hours.